Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Corrected data information was incorrectly entered during the initial filing. There was no required intervention to prevent permanent impairment/damage in this case.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for over ten years. No known adverse events were reported.